Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for diabetic ketoacidosis. Customer's blood glucose level was unknown at the time of incident. Cusomer indicated that the inserter device was stuck in her body and led to symptoms of diabetic ketoacidosis. Customer declined high blood glucose troubleshooting.